Manufacturer narrative:
Device evaluation of battery charger/modem sn (B)(4) has been completed. The reported problem (charger resets) has been confirmed. As received, the battery charger/modem was resetting. Upon investigation the battery charger/modem had liquid contamination and a defective power supply. The cause of the resets was contamination on the battery pca and the defective power supply. The root cause for the contamination was ingress of an unknown liquid. The root cause for the defective power supply was unable to be positively identified. No adverse event resulted from the defective battery charger/modem.

Event description:
A us distributor returned battery charger/modem sn (B)(4) and reported that the battery charger/modem was resetting.